Event description:
It was reported that the 9800 system experienced an incomplete initialization, communication error, prior to procedure. There was no report of pt injury.

Manufacturer narrative:
The reported issue is currently under investigation. A follow up report will be filed when additional details become available.